Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reay0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility to the tm that when inserting the purple tip of the catheter under fluoroscopy, it crumpled and would not advance. No reported harm to patient. This filing covers the second event.